Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823148) was implanted in (B)(6) 2022 for management of cerebrospinal fluid retention. The patient was admitted in emergency room on (B)(6) 2023 with diagnosis of right cerebellopontine angle tumor with hydrocephalus, status post left ventricular-peritoneal (vp) shunt insertion with shunt malfunction. The pressure setting was set many times but there was no response. The valve was removed on unknown date, however, there is no information if the device was replaced.

Manufacturer narrative:
The hakim valve (ID 823148) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.